Manufacturer narrative:
This follow-up report is being submitted to correct b5 in the initial report and report the additional information. Correction on b5 was made as follow. -" -auxiliary water channel: reviviflable microorganisms at 30 degrees (5 cfu/endoscope)" to " -auxiliary water channel: reviviflable microorganisms at 30 degrees (>100 cfu/endoscope)" the additional information was as follow. Olympus france s.a.s. (Ofr) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The device inspection by ofr confirmed followings; -the insulation of the insertion tube was poor. -the light guide lens was broken. -the distal end cover was cracked. -the switch on the control body was worn. Ofr replaced the instrument channel as a preventive repair. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the negative third-party culture test results after the device was reprocessed by olympus, olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; -there was a difference in the reprocessing method between the user facility and olympus. -bacteria were contaminated during culture test sampling. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the device. Instrument channel: reviviflable microorganisms at 30 degrees (>100 cfu/endoscope). Suction channel: reviviflable microorganisms at 30 degrees (5 cfu/endoscope). Air/water channel: reviviflable microorganisms at 30 degrees (>100 cfu/endoscope). Auxiliary water channel: reviviflable microorganisms at 30 degrees (5 cfu/endoscope), stenotrophomonas maltophilia (>100 cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, getinge, using peracetic acid. There was no report of infection associated with this report.